Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, the patient experienced a static zap while wearing her sensor. No additional patient or event information is available. The complaint device was returned for evaluation. A visual inspection of the sensor was performed, which did not confirm the customer complaint. The reported event of a static zap while wearing the sensor was not confirmed. A root cause could not be determined. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5212245), being used with the complaint sensor, was returned on 11/07/2016. Functional and pairing testing was performed and there was no failure detected. The share data log was reviewed and no errors were observed. The reported event of a static zap while wearing the sensor was not confirmed. A root cause could not be determined.